Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's mom noticed that the line was leaking on ivad tubing near the end and above the cap; the line was clamped by the patient's mom. It was stated, the broken ivad was de-accessed and a new ivad was inserted into the patient's port with a good blood return.